Manufacturer narrative:
Batch records, final product manufactured, and qc records were reviewed for lot cov1120165. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process complied with the dmr. Retained samples met the qc criteria. Complaint issue could not be found. Complaint is not verified.

Event description:
False positive result (s). User believes they received a false-positive result with flowflex. They received a negative pcr result and several negative results with other brands of home test. They stated that, "this (flowflex) test was done saturday morning, around 9am. The pcr was taken around 11am the same morning by a local concierge practice, longwood health associates in boston, ma, who do in home rapid pcr tests with a cycle time of 37. I received the results about 2 hours later and the testing facility actually ran the test twice on separate equipment to confirm that it was an accurate negative. During the same afternoon, I did a binaxnow rapid antigen, siemens healthineers clinitest rapid antigen, and an additional flowflex test- all the subsequent tests were negative. Additionaly, I did 2 more antigen tests (binaxnow and clinitest) on sunday, 24 hours later to confirm negative results. And fyi- symptoms that led to the testing were a sore throat that led into nasal congestion (typical head cold symptoms)."